Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay on (B)(6) 2025 with nasopharyngeal samples. This MFR. Report addresses patient one (1) of two (2). The customer reported a positive result with the ID now covid-19 2.0 assay on (B)(6) 2025. A confirmatory test (pcr) was performed on (B)(6) 2025 with a nasopharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j, that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m968083 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: 000m968083, test base part number 192-430 / lot: 000m968083. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m968083 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could have been related to sample interference.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j, that has a similar product distributed in the us, list number 192-000. Corrections: d2a - common device name. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical. Specimens in near-patient settings. D2b - procode.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay on (B)(6) 2025 with nasopharyngeal samples. This MFR. Report addresses patient one (1) of two (2). The customer reported a positive result with the ID now covid-19 2.0 assay on (B)(6) 2025. A confirmatory test (pcr) was performed on (B)(6) 2025 with a nasopharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.